Event description:
During a sigmoid resection the distal donut of the low anterior resection anastomosis was incomplete. The m.d. Was unsure if it was technique or if the stapler misfired. The product was not saved. A diversion ileostomy was performed to complete the case.